Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements, noise and loss of capture. It was determined that this was due to experiencing fracture. This lead was surgically abandoned and another one was implanted instead. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).